Event description:
It was reported that the pump displays system error code: 255-202-2 by the pcu that fails battery conditioning. No patient involvement or patient harm reported.

Manufacturer narrative:
Review of the pump module error logs confirmed the software failure was present in the logs. Reflash of the device software and subsequent functional testing the pump module functioned properly with no further software failures occurring. This failure mode is being monitored through previously investigated complaint os interrupt motor stall dir (B)(4). A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA 1120033 for keypad. Based on the findings, service determined that the probable root cause of the reported issue was due to software failure - error 800.8000 os failure of the logic board. During servicing we identified os interrupt which constitutes a reportable malfunction. There was no patient involvement. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the error 800.8000 re-flashed software to v12.1.1.50. Replaced recall keypad. The failure code othe was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. A review of the device history record showed the device had a manufacture date of 14mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the pump displays system error code: 255-202-2 by the pcu that fails battery conditioning. No patient involvement or patient harm reported.